Manufacturer narrative:
Additional info: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a device. A visual inspection of the returned photo noted a suture and a needle. The needle was not attached to the suture. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extra-fascial hysterectomy and bilateral salpingectomy, the needle and thread d etached. There was no patient injury.